Event description:
It was stated that the screen on the insulin pump would intermittently go blank. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an intermittent blank display due to the liquid crystal display's metal frame shorting out.